Manufacturer narrative:
Unit received with protruded/loose drive support disk. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
The customer reported via phone call that he bumped the insulin pump. The drive support cap was sticking out. Customer's blood glucose level was over 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.